Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and blank display anomaly on the insulin pump. Customer's blood glucose level was 43 mg/dl. Customer declined to troubleshoot for low blood glucose levels and treated via carb intake. Troubleshooting for blank display was performed. Customer advised they would replace battery cap. The insulin pump would not be returned for analysis.